Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times, and the wake button performed as intended. Customer continued to use the pump for insulin therapy. Additionally, it was reported that ongoing intermittent elevated blood glucose (bg) levels displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump. As well as ongoing intermittent low bg of 40 mg/dl. The customer consumed carbohydrates to address the decreased bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.